Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple pump error alarm. The customer¿s blood glucose level was 20.4 mmol/l. The customer reports they received a critical pump error image on the pump screen. Pump is currently alarming even though has already removed the battery from the pump. The customer also says that the spring and contact at the bottom of the battery compartment is glowing red. Troubleshooting was performed for critical pump error alarm. Advised customer might need to seek medical attention. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.